Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation revealed that the problem was caused by a sporadic hardware failure. The returned x-ray tube was examined at the factory and the filament (emitter/heating coil) of the small focus was found to be defective. Under normal conditions, each filament has the same distance to the boundary plates surrounding it. However, thermal stress can have a negative effect on the position of the filament and the distance to its surroundings can decrease unilaterally. In the present case, the emitter was so close to the outer focal boundary that it sometimes touched the focal head, which occasionally resulted in the unavailability of x-rays from the small focus. An x-ray tube is a wearing part and filaments are the typical wearing parts that limit the lifetime of the tube. In such a case, the system will automatically switch to the next larger focus after pressing the foot switch three times as described in the user manual, resulting in a moderate degradation of image quality (e.g., resolution / sharpness). Generally, an acceptable residual functionality remains. Unfortunately, this was not the case here, because the filament error was not constant, but sporadic in nature. Thus, three actuations of the foot switch were not achieved, which in turn prevented automatic switching. The x-ray tube was replaced by a siemens service engineer and the system is operating as specified. The occurrence rate of the aforementioned error pattern and the spare parts consumption were checked. A possible error accumulation or even a systematic error that would lead to corrective action could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported bad fluoroscopic image quality. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.